Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up ventricular tachycardia episodes were noted and the right ventricular (rv) lead oversensing narrow high amplitudes signals. The patient had experienced dizziness, but all lead measurements were reported to be normal. The patient was sent to another hospital for a revision. Additional information noted that a revision took place. Upon attempting to explant the rv lead the lead ruptured and the tip of the lead stayed in the right ventricle of the patient. Part of the lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection confirmed that two sections of the severed lead were returned and the tip was missing. The tip did appear to have been separated/torn from lead body. Explant damage was noted, but there was no damage that would likely have contributed to the reported noise and oversensing. An x-ray of both sections of the lead had no indication of fractures, which was consistent with electrical testing showing the sections of the lead were continuous. Previous investigations have shown that lead tip damage may occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.